Event description:
It was reported that the insulation of the device was cracked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was returned for investigation where the reported failure mode was confirmed. Visual inspection of the device confirmed the presence of fractures in the insulation. The probable root causes for the fractures in the insulation are: multiple uses of flash sterilization, rapid cooling after sterilization, contact with metal tray during sterilization, normal wear and tear. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation of the device was cracked.